Event description:
The mid lad was treated first and a stent was successfully deployed, after rotablator and balloon dilation were performed. Then two s'port guide wires were introduced into the proximal lad and the first diagonal branch. The proximal lad and the ostium of the first diagonal were both treated with pre-dilatation and then stents were deployed, one in each vessel. After removal of these devices, images of the diagonal revealed a perforation distal to the deployed stent. A new guide wire was advanced to the perforation and another company's balloon catheter was used to dilate the perforation in an attempt to resolve it, but this was not successful, so another company's stent was used. The pt was stabilized and sent for bypass surgery. The bypass surgery was to repair the perforation. Reportedly, the pt was doing well after the surgery.